Event description:
It was reported that the patient still has an infection (MFR. Report no. 3006630150-2025-06218) and will undergo a paddle lead explant. The physician was unable to determine if the infection is device related. Additional information was received that the patient underwent an explant procedure wherein the lead and anchor was removed. Additional information was received that the patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 35537320. UDI: (B)(4).

Event description:
It was reported that the patient still has an infection (MFR. Report no. 3006630150-2025-06218) and will undergo a paddle lead explant. The physician was unable to determine if the infection is device related. Additional information was received that the patient underwent an explant procedure wherein the lead and anchor was removed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient still has an infection (MFR. Report no. 3006630150-2025-06218) and will undergo a paddle lead explant. The physician was unable to determine if the infection is device related.